Event description:
During the case, the intelijet fluid management system was strated at 40mmhg and increased to 150 mmhg, and was reported to not keep the joint clear. After the case the knee joint of the pt was reported to be hard down to the ankle.